Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 464 mg/dl. Customer mentioned infusion set cannula was bent. Customer declined troubleshooting. Customer agreed to return the device for analysis.